Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed openings striated on anterior side assessed as surgical damage. And broken striated on suture tab. And missing piece of shell assessed as inconclusive. Additional observations: fluids observed.

Event description:
Company representative reported on behalf of physician, ¿the implanted tissue expander had deflated". Physician later reported "hole, non-specific." This record is for the left side. The device has been explanted.

Event description:
Company representative reported on behalf of physician, ¿the implanted tissue expander had deflated". This record is for unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, d.9, h.3, h.6.

Event description:
Company representative reported on behalf of physician, ¿the implanted tissue expander had deflated". Physician later reported "hole, non-specific." This record is for the left side. The device has been explanted.